Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Corrected: evaluation - should be blank. The closing template was used for this complaint in error. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with a depuy pinnacle hip on her right side on or about (B)(6) 2008. Patient developed significant pain in the implanted hip which continues to this day. Patient has not yet scheduled an explantation of the pinnacle hip implant.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleged loosening of cup. Added cup, screw, dor and dob.